Manufacturer narrative:
As the catheter was not returned, a proper investigation cannot be conducted. A lot history record was performed and the product was found to have met all specifications.

Event description:
Stent fell off in the sheath.